Manufacturer narrative:
Additional information: section h imdrf annex codes a review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 12-jan-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigating the actual device used in this incident, it was determined that the main half-height smart drawer (3.2) failed to open. A field service engineer removed the back panel and found that the far-left led was missing. The fse checked the latch sensor and discovered that the spring on the plunger was broken. The plunger spring was replaced. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es had a drawer failure. The customer stated that this malfunction caused a delay in dispensing medication to patients there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
E1: initial reporter facility name: (B)(6) hospital. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es had a drawer failure. The customer stated that this malfunction caused a delay in dispensing medication to patients there were no adverse events or injuries reported based on this event.